Event description:
The customer reported that they have discarded 76 units of plasma derived from whole blood due to hemolysis. The units were discarded based on a visual inspection. No testing was performed on the units to confirm hemolysis. The blood was centrifuged post-filtration, then expressed into the satellite bag then discarded. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore, no patient information is reasonably known at the time of the event. The disposable sets are unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the sets were not returned for investigation. Reserve samples for this lot were visually examined, and the solution volume and solution composition were tested, with no abnormalities noted. The manufacturing and testing records were reviewed. The lot conformed to all specifications. Hemolysis testing was conducted on cationized and super-cationized membranes taken from atypical hemolyzed lot. Hemolysis was found. Root cause: a definitive root cause for this failure could not be determined. Possible causes are: from the results of the hemolysis testing and investigation of quality trend information, it is possible that the high average cationization levels of the filters caused the hemolysis. Hemolysis can also be caused by the following:-characteristics of blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling-filter clogging - filtration time is extended because the filter is likely to clog, and when red blood cells flow through such a filter, a physical stress on the red blood cells may cause hemolysis. Corrective action: a new specification for the upper limit of the average cationization level has been established and implemented.